Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alert noted. However, pump error 63 alarm (variable info=3) confirmed in the pump history due broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had hardware low level failure alarm. The blood glucose level was unknown. The customer reported that self- test was performed and error was occurred twice. The pump will be returned for analysis.